Event description:
Customer's medwatch reported, staff observed leaking between the junction of positive bolus needle free valve. Connector exchanged with no impact to pt.

Manufacturer narrative:
(B)(4). Product was evaluated and the customer's report of a leak from the smartsite positive bolus needle free valve was confirmed. Leakage was observed at the seam of the white body to the clear body. No external cracks or defects were identified. The valve was disassembled and inspected under the microscope. No holes, tears or anomalies were found on the valve piston. The 3000e requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer. If there is any fluid beyond the tip of the male luer upon connection; or if the user simultaneously pushes the syringe plunger while activating the valve, this can cause some of the fluid to be pushed between the piston and cap/body. After repeated activations it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen in this complaint. This use leads to a wetted vent resulting in a leak.